Event description:
It was reported that during routine change out of the device, the impedance of the superior vena cava (svc) coil of the right ventricular (rv) lead had increased but was also high with the old device connected. The hvb impedance was within normal range. The rv lead remains in use. No complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.